Manufacturer narrative:
Based on new information, this report 9612501-2018-02014 was sent in error as a duplicate for MFR report number: 9612501-2018-02022, any additional information received in the future will be captured and submitted under the report number 9612501-2018-02022. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of pe: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, both trocars had a very tight inner diameter and a 5 mm grasper could not be passed sufficiently down the trocar. The tech opened two new trocars to complete the procedure. There was no patient injury.